Event description:
It was reported that during an angiographic x-ray procedure while trying to tilt the examination table, the user could not acquire an image and received the error message "no x-ray". The user rebooted the system twice in order to clear the error message, but this was unsuccessful. As a result, the patient procedure had to be discontinued. The customer did not notify siemens of this incident at the time it occurred. Co was only notified by FDA that the user facility had submitted a medwatch report for this issue. Upon becoming aware of this incident, co investigated the issue and can report that the customer's examination table was replaced in 2004. They have not experienced this problem again.